Event description:
It was reported that an angio-seal vip was deployed post diagnostic catheterization. The pt was reported to be very thin. Following deployment, the collagen could not be positioned under the skin; therefore, the collagen was left uncut. The next morning, the pt had a thrombosis. The pt had an ultrasound and consulted a vascular surgeon, however, there was no intervention. The pt was hospitalized for a week to resolve the situation. When the physician rechecked the groin, the collagen was still above the skin. The physician cut the suture to remove the collagen that was above the skin. No additional information was received.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that in very thin patients the collagen may protrude from the skin after tamping has been completed. Attempts to push the collagen under the skin using the tamper tube or a sterile hemostat. Do not apply vigorous tamping as this may result in anchor fracture. Do not cut off the excess collagen, as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised.